Manufacturer narrative:
On 10/26/2015 the field service engineer (fse) found partially connected tubing at the probe wipe that caused the leak. The fse trimmed and reattached the tubing to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clear leak of less than 1 ml from the tube stoppers on the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.